Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unable to perform displacement test due to physical damage to lcd glass. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump's display was incomplete after being dropped. The customer also reported that the device had been exposed to high magnetic fields. Customer stated that the insulin pump was not showing the usual lettering. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.